Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the midsection were lifted and the most distal struts were lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a hypotube kink 206mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-jun-2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After placing a non-bsc wire and pre-dilatation with a 3.5x10mm non-bsc balloon catheter, a 4.00x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.